Event description:
Brief inquiry description- leaking spike port adapters. Detailed inquiry description- pharmacy stated they had a few issues. Product involved in the inquiry event- yes - disposable. Customer reported event to authority- yes.